Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular lead was explanted due to high, out-of-range pacing impedance measurements. No asystole was noted but it was reported that cardiac resynchronization therapy was compromised due to loss of capture. No additional adverse patient effects were reported.